Manufacturer narrative:
The reported event of could not remove the atrial and ventricular leads from the header was confirmed. Analysis revealed there was blood accumulation in the atrial and ventricular connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body which made the lead difficult to remove. The setscrew had no effect on lead removal since it had been untightened normally by the physician and the lead still was difficult to remove from the header. The blood was most likely not cleaned from the proximal ends of the leads before they were inserted into the connector at time of implant.

Manufacturer narrative:
The reported event of could not remove the atrial and ventricular leads from the header was unconfirmed. The cause of the problem cannot be determined. The header was broken apart into too many pieces by the physician. No measurements could be performed. No anomalies could be found due to the extensive damage to the connectors by the physician.

Event description:
It was reported that a patient underwent an elective generator change. During the procedure, it was noted that the leads were stuck to the header of the pacemaker (pm); the physician deconstructed the header to remove the leads. The pm was explanted and replaced. The patient condition was stable.